Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product with "uncomfortable". Healthcare professional later reported patient had left breast swelling and fluid noted ("no evidence seroma"). The fluid was aspirated. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product with "uncomfortable". Healthcare professional later reported patient had left breast swelling and fluid noted ("no evidence seroma"). The fluid was aspirated. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ edema: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product with "uncomfortable". Healthcare professional later reported patient had left breast swelling and fluid noted ("no evidence seroma"). The fluid was aspirated. This is for the left side device. The device has been explanted.